Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: diovan, vytorin, aspirin 81mg, eliquis 5mg, metoprolol, finasteride, vitamins,flomax. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55.0 mm in diameter and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2014. On (B)(6) 2016, a type ii endoleak involving the hypogastric artery was determined and the patient underwent coil embolization of the hypogastic artery. Completion arteriogram revealed complete occlusion of the branch with no further endoleaks noted. The patient tolerated the procedure.